Manufacturer narrative:
Approximate age of device: 1 year. The patient remains on lvad support with no issue reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient had large left parieto-occipital hemorrhage on (B)(6) 2018. The patient underwent an emergent left hemicraniectomy/hematoma evacuation on (B)(6) 2018. Per neurologist notes, the patient had a full visual field but with right visual extinction. There were no device alarms or device issues associated with the event. Further information was requested, but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains on lvad support. A direct correlation between the heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. The hmii lvas instruction for use lists stroke, bleeding, and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system, and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.